Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-01418. The pt had two leads implanted with the same lot number. It was reported, the pt's entire scs system was removed for an unk reason on an unk date.